Event description:
Customer reported that the buttons on the insulin pump were not responding. Blood glucose value is 123 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The device had minor scratches on display window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker, and stained address and or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.